Manufacturer narrative:
Manufacturer¿s investigation conclusion the evaluation of heartmate ii lvas, serial number (B)(6) , confirmed driveline wire damage. (B)(6) was returned assembled. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached the pump¿s inlet port. The apical sewing ring was present on the inlet tube, secured with green sutures. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of denatured or laminated depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The driveline was severed approximately 3 inches and 21.5 inches from the pump housing. A distal segment adjacent to the metal connector was also returned measuring approximately 23.5 inches. A driveline repair was present on the distal segment with the metal connector approximately 21 inches to 22 inches from the metal connector (manufacturer report number 2916596-2019-02381) an electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket and clear bionate layers were in good condition with no obvious signs of wear or damage. Breakdown of the metal braided shield was observed approximately 8 inches to 12 inches from the pump. Visual inspection of the underlying wires revealed breaches in the orange and yellow wires approximately 11.5 inches from the pump housing which exposed the metal conductors within. The damage to both wires insulations appeared to be the result of fatigue failure due to repetitive movement and abrasion against the metal braided shield. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional breaches were observed. The orange wire represents one of the two redundant wires that comprise phase 3 while the yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the either of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events reported by the account and seen in the submitted log files in manufacturer report number 2916596-2018-04787 and manufacturer report number 2916596-2019-02381 which ultimately led to the patient¿s expedited transplant. The system also had the potential for an electrical short to occur on battery power to cause an interruption in pump function if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 4 years, 9 months, 14 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was hospitalized for elevated transplant status due to driveline damage. Patient received heart/kidney transplant on (B)(6) 2019.